Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that while they were getting about a 75% reduction in their symptoms since they got the implant, they were still leaking and "floating" so they had hoped to connect to their ins to increase their stimulation to see if it could help even more. Patient services reviewed device description/function, therapy expectations and programming, stimulation and ins battery longevity considerations with the patient and the patient was able to successfully connect to see their settings. The therapy was on at .9 ma, and the patient was able to increase their stimulation to a comfortable level in their bicycle seat region. Patient services is flagging this call because when the patient increased, they initially went up to 1.1 ma but decided that was too high so they kept trying to decrease the stimulation down to 1.0 ma but the stimulation was not decreasing. Patient services had the patient end their session and enter back into the therapy application and they were then able to decrease the stimulation down to 1.0 ma. Patient services wanted to note that initially when they were able to decrease, they jumped back down to .9 ma, which was where they started. The patient then brought the stimulation up to 1.0 and confirmed it was comfortable. Patient services reviewed with the patient if they were tapping too hard or double tapping, the application might increase up twice so patient services reviewed with the patient to tap gently when increasing or decreasing going forward. Patient confirmed understanding. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider (hcp) to discuss programming options if they still wanted to seek better relief than 75%.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.